Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ secondary set c61 had leaked ¿between the spike and the infusion tubing hub." There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a bd phaseal¿ secondary set c61 had leaked ¿between the spike and the infusion tubing hub." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR was reviewed for lot 1005467 and ncr 344/2017 raised to address relabeling activity. No production ncr-s ware raised during production that could explain issues costumer was describing. No samples received for this complaint but samples have been received from this lot: 1005467. Under water test performed on samples received from lot: 1005467 and CT scan of sample that failed underwater leak test. Investigation conclusion: root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.